Event description:
Consumer complaint of low blood results. Strips are in date. His mother's normal fasting am results is 90-100mg/dl and pm non fasting blood results is 160-170mg/dl. Recall from meter memory pm fasting and non fasting (time not set): (B)(6) 59mg/dl fasting. (B)(6) 50mg/dl fasting. (B)(6) 46mg/dl fasting. (B)(6) 112mg/dl fasting. (B)(6) 89mg/dl fasting. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference or user reused test strip or user's test strip had poor fill. Product codes updated.

Event description:
Consumer complaint of low blood results. Strips are in date. His mother's normal fasting am results is 90-100mg/dl and pm non fasting blood results is 160-170mg/dl. Recall from meter memory pm fasting and non fasting (time not set): (B)(6). No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).